Manufacturer narrative:
H10. H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation showed the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation showed the actuator tip functioned as designed. An evaluation of the customer provided image showed the device laying on a s+n box. The label on the box is too grainy to read. The t1/t2/suture are off the needle. The two anchors and knot are laying next to the device. The knot has been tightened down between the t's and the excess suture has been removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during meniscus repair surgery, after t1 of fast-fix 360 curved was implanted, t2 deployed prematurely. T1 was removed with tweezers. Procedure was completed after a non-significant delay (less or equal to 30min), with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case- (B)(4).